Event description:
Peg tube inserted and found several days later to be leaking into abdominal cavity. Peg tube replaced and was noted to be leaking. Physician attempted to replace tube again, but tested the bulb, which is located at the end of the device, before he inserted it, and found that it was leaking also. The bulb was leaking saline, but when the bulb was deflated, the contents of the stomach then leaked around the tube into the abdominal cavity. Patient in ICU on ventilator and was made a dnr due to situation, prior to the attempted procedure. Different size tubes were used. Packaging with lot numbers and expiration dates were not saved so I have removed all product from our facility.